Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It is noted that the customer: - no adequate pre-cleaning done in routine. - mh-948 (air water channel cleaning adaptor) is not used regularly. - possible delays of initiation of manual cleaning. - possibly due to high patient load, time given to cds steps is not sufficient. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, foreign material may have remained since reprocessing deviated from instruction manual. The foreign material was unable to be identified. The event can be prevented by following the instructions for use: "instruction manual gif-q150, cf-q150l/I operation manual chapter 3 preparation and inspection shows how to detect the event. Instruction manual gif-q150, cf-q150l/I reprocessing manual 3.3 precleaning 3.5 manual cleaning shows how to prevent the event." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the gastrointestinal videoscope, had low angulation issues. The event occurred during maintenance. There was no report of patient or user harm associated with the event. The subject device was subsequently evaluated and confirmed by olympus, and detected the device had some parts of the scope which have foreign objects and dirt deposition. This medical device report (MDR) is being submitted to capture the reportable malfunction [foreign material] found during the evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. Some parts of the scope have foreign objects and dirt deposition (these parts are connecting tube, plastic distal end cover, and light guide lens. Additional findings are as follows: (a.) The scope connector is dirty, (b.) The universal cord is dirty, (c.) The adhesive on bending section of the distal end rubber is detached, (d.) The light guide protector has a cut, (e.) The control unit has corrosion due to water leakage, (f.) The control unit is dirty due to water leakage.: light guide-cover glass has corrosion, (g.) Due to damage on ccd unit, the image has black dots, (h.) Nozzle is missing, (I.) Due to damage, switch 2 button does not work, (j.) Due to a cut on bending section, of the distal end, water tightness is lost, (k.) The protector of universal cord on scope connector side is dirty, (l.) The bending section of the distal end and connecting tube has discoloration. (M.) Due to wear of angle wire low angulation is out of specification, bending angle in up/left direction does not meet the standard value, (n.) Due to wear of angle wire, the play of u/d/r/l knob is out of the standard value, (o.) Due to damage on channel tube, water tightness is lost, (p.) And peeling of coating due to chemical stress/exposure to ultraviolet ray/aging deterioration (caused by handling), indication on connecting tube is unclear. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.